Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction alarm occurred. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared. After clearing the malfunction alarm, customer reported an unresponsive wake button/touch screen. Although requested by cts, the customer declined additional troubleshooting. Customer's blood glucose (bg) level was 558 mg/dl. Bg was addressed with insulin pens. Reportedly, the customer had an alternate pump and insulin pens for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction issue was verified. The alleged touchscreen unresponsive and wake button issue could not be verified. Additionally, a different issue was identified.